Event description:
Consumer complaint of about high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 90-120mg/dl. Verified the strips expire 05/23/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed blood test; 95mg/dl fasting. Reviewed meter memory: 95mg/dl; (B)(6) 2015; 10:38:00 am fasting: yes, 185mg/dl; (B)(6) 2015; 08:16:00 pm fasting: yes, 102mg/dl; (B)(6) 2015; 10:02:00 am fasting: yes, 103mg/dl; (B)(6) 2014; 08:45:00 pm fasting: yes, 87mg/dl; (B)(6) 2014; 07:49:00 am fasting: yes, customer stated that there was a 10mg/dl difference between the two meters which he did not feel comfortable with. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user had an inaccurate reference.

Manufacturer narrative:
(B)(4). Product not yet returned.